Manufacturer narrative:
Other applicable components are: product ID: 39286, serial#: unknown, product type: lead.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies) and spinal pain. The rep reported that the healthcare provider (hcp) was having trouble with lead advancing into the header block. The hcp wanted to know how much he could back out the set screws. The rep reported that visual inspection of the lead didn¿t show any signs of lead issue. The rep reported that the hcp was able to get the lead in. The rep reported that they tested impedance and multiple electrodes had greater than 10,000 ohms and when the hcp switched ports, the impedance appeared to follow; rep mentioned 7th electrode. It was suggested to run impedance at a higher voltage but the hcp didn¿t want to test impedance anymore and didn¿t want to unplug and replug the lead in anymore due to concern of damaging the lead. The rep reported that following the call, an impedance test of the lead was checked and all impedances were normal. The rep reported that the lead advanced into the second new ins header block effortlessly. The rep reported that to the surgical team there was clearly an issue with the header of the first replacement battery opened. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (nmd758129h) found no anomalies. Concomitant medical products: product ID 39286, serial# unknown, product type lead. If information is provided in the future, a supplemental report will be issued. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the defective ins had been returned for analysis. Patient's weight information was asked but was not going to be made available to the manufacturer. No further complications were reported/anticipated.